Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported number nine key on keypad not working, which was reproduced as an inoperable number nine key. The inoperable nine key on the keypad was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number nine button on the keypad of a spectrum pump was not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.